Event description:
As reported by the sales rep per the user facility: IV started successfully, stylet placed on paper towel. When nurse cleaned up, she "crumbled towel" and sustained a needlestick injury. Stylet was found to be bent and clip approx 1/4 inch up the shaft of the stylet. Nurse does not recall noticing if the clip was engaged over the end of stylet when removed from catheter. Additional info provided by the sales rep indicated the nurse is fine. The nurse suffered no adverse sequela associated with the incident. All hospital protocol bloodwork testing was performed and the results are negative.

Manufacturer narrative:
The actual introcan safety needle with safety clip involved in the incident was returned to the MFR to be evaluated. The clip was located on the shaft of the needle and was not covering the needle tip. Visual eval denoted the needle to be damaged, (bent in the middle). It has been reported the needle was set down on a paper towel and was not immediately disposed of in the sharps container. When nurse cleaned up, she crumbled the towel and sustained the needlestick injury. It is possible, due to the bent condition of the returned sample, that the needle clip was somehow manipulated and exposed the needle during cleanup, resulting in a needlestick. However, since it has been reported it is unk if the clip covered the needle before setting it down, no specific conclusions can be drawn. All safety clip dimensions that were able to be measured on the returned sample were checked and found to be within the design specs. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. The sample and all available info has been provided to the actual MFR for eval.